Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the reported issue. The review of log file confirmed that the malfunctioning of geo ipc. The fse replaced the geo ipc .after replacing the geo ipc, the system was returned to good working condition. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It has been reported to philips that the allura xper fd20 system was working, but displayed an error message that there was a partial geometry available and that this issue had happened twice. The system was in clinical use at the time of the event. No harm has been reported. The geo ipc was replaced as a resolution. Philips has started an investigation of the complaint.